Event description:
It was reported that the camera control unit was not recognizing the usb, it had no image. The incident occurred before the procedure. No delay was reported. A back-up device was available.

Manufacturer narrative:
H10, h3, h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of no image and usb malfunction could not be reproduced. Product passed functional testing. No usb malfunction or signal loss occurred during 2 hour testing. All live video outputs (composite, s-video, hd-sdi, etc) normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and noted worn receptacle contacts. A functional evaluation revealed a usb drive was not recognized and video output was intermittent. The complaint was confirmed and the root cause was determined to be a damaged receptacle and failed usb board. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found this was a repeat issue. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the camera control unit was not recognizing the usb, it had no image. It is unknown whether the event happened during surgery and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.